Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: [ni]. Implant procedure: right neurovascular abdominal pedicle flap. Left neurovascular abdominal pedicle flap. Repair of recurrent incarcerated ventral incisional hernia times three. Rives-stoppa mesh ventral incisional hernia repair. Implant: ¿gore-tex dual mesh¿ [ni/ni]. Implant date: (B)(6) 2001 (hospitalization (B)(6) 2001). (B)(6) 2001: dr.(B)(6). Operative report. Admit date: (B)(6) 2001. Discharge date: (B)(6) 2001. Resident surgeon: (B)(6). Preoperative diagnosis: recurrent symptomatic ventral incisional hernia, incarcerated. Postoperative diagnosis: recurrent symptomatic ventral incisional hernia, incarcerated. Type of anesthesia: general endotracheal anesthesia. Estimated blood loss: 100. Transfusion: none. Operative specimen: hernia sac to pathology. Drains: three #10 blake drains placed in the subcutaneous tissue. Operative indications and informed consent. The patient is a 44-year-old hispanic female who presented with small bowel incarcerated in a recurrent symptomatic ventral incisional hernia. The procedures of ventral incisional hernia repair with and without mesh, along with the risks and complications, including bleeding, infection, recurrent hernia, and injury to adjacent bowel, was discussed with the patient. She understood and freely signed the operative permit. Narrative of procedure: ¿following the induction of general endotracheal anesthesia, the abdomen was prepped and draped in a routine fashion. A midline incision was utilized. Multiple defects along the midline were identified. Three hernia sacs were dissected free of the subcutaneous tissue and from the fascia. These were then incised and excised. Care was taken to lyse adhesions of the small bowel to both the hernia sacs and also to the peritoneal surface. The peritoneal surfaces were then freed back for an area of 4 cm to facilitate closure. It was obvious that this repair would have been under tension. We therefore mobilized skin and subcutaneous flaps bilaterally. The repair was still under tension. Therefore, we did a separation of components bilaterally. This allowed approximation of the midline fascia. However, because of her prior repairs, we deemed this tissue too weak to stand a repair itself. Therefore we did a rives-stoppa mesh ventral incisional hernia repair using gore-tex dualmesh and sutured it in place with interrupted sutures of #1 gore-tex placed approximately 1 cm apart. This was accomplished without difficulty. The area was copiously irrigated with saline containing gu irrigant. The fascia was approximated in midline using #1 nurolon sutures in a smead-jones fashion. The area was then copiously irrigated with 6 l of saline containing gu irrigant. Three blake drain were placed, one each bilaterally, and one in the midline. These were brought out through separate stab wounds and sutured in place with 4-0 prolene. The subcutaneous tissue was approximated with 3-0 vicryl, and the skin was approximated and sterile dressings were applied. The patient tolerate the procedure without problems. All counts were correct at the end of the procedure. The patient was returned to the postanesthesia care unit in satisfactory condition." Product identification records for the alleged ¿gore-tex dualmesh¿ were not provided. Explant procedure: 1) diagnostic laparoscopy. 2) exploratory laparotomy and explantation of mesh. 3) takedown of enterocutaneous fistula with small bowel resection and anastomosis x 1. 4) appendectomy. 5) wound vac placement. 6) enterolysis requiring 2 hours of the operation. Explant date: (B)(6) 2019 (hospitalization [ni]). (B)(6) 2019: dr.(B)(6). Operative report. Resident surgeon: (B)(6). Preoperative diagnosis: chronically infected intra-abdominal mesh. Postoperative diagnosis: enterocutaneous fistula with communication to mesh causing chronic infection of the mesh. Type of anesthesia: general endotracheal. Anesthesiologist: dr. (B)(6). Estimated blood loss: 50 ml. Complications: none. Specimens: 1) small bowel enterocutaneous fistula. 2) subcutaneous enterocutaneous fistula tract. 3) appendix. 4) resected intra-abdominal mesh. Findings: 1) the patient found to have an enterocutaneous fistula that connected to her mesh. The mesh appeared to be gore-tex and was chronically infected and encapsulated. 2) the patient with a history of roux-en-y gastric bypass and jejunojejunostomy appeared healthy with no evidence of any mesenteric defects. Indications for procedure: the patient is a 62-year-old female who recently underwent left open nephrectomy by dr. (B)(6) for renal cell carcinoma. She had evidence for recurrence. Has undergone cryoablation. At the time that dr. (B)(6) took her for nephrectomy, upon closure, she had four fascia and I placed an onlay mesh. That mesh did develop a seroma and was complicated by infection. Several months later, she developed a chronically draining wound at the midline associated with her previous ventral incisional hernia mesh. That mesh that was placed approximately 20 years ago and appeared heavy weight on CT scan consistent with likely gore-tex. Differential at that time included enterocutaneous fistula, however, I believe at that time it was likely a chronic mesh infection. Findings during the operation revealed there was in fact an enterocutaneous fistula. We discussed the risks, benefits, and alternatives to an operation, including significant morbidity associated with mesh explantation, potential for wound infection, and possibility for multiple readmissions to the hospital until full recovery. The patient understood this and wanted to proceed. Operative technique: informed consent: prior to the operation, the risks, benefits and alternatives to the procedure were discussed with the patient. After all questions were answered, the patient gave consent for the procedure. Timeout: prior to the operation a timeout was performed, indicating the correct patient, procedure, operative site, side, antibiotics and equipment needed. ¿the patient was taken to the operating room, placed in the supine position, and general anesthesia induced. The patient was then prepped and draped in the usual sterile fashion. The patient had an epidural placed preoperatively. We placed a veress needle in the left upper quadrant and insufflated the abdomen to 15 mmhg. A 5-mm trocar was placed under direct vision with an intra-trocar camera. On entry into the abdomen, we visualized the tip of the veress. There was no evidence of any injury and this was removed. There was a free area of the abdomen laterally. We were able to see the midline. There was significant adhesions of omentum superiorly and small bowel inferiorly near the umbilicus and was inferior to that. The small bowel appeared to be quite adherent inferior. We could see a fistulous tract that represented a traction communication to the mesh at the level of the umbilicus. We then made a midline laparotomy incision. We started in the epigastric region, dissected through the subcutaneous tissue with electrocautery down to the fascia. The fascia was incised. At this point, given the findings from the diagnostic laparoscopy, we entered the abdomen superiorly. We were then able to open the fascia and we then began extensive enterolysis of small bowel loop adhesions, as well adhesions of the small bowel to the ventral abdominal wall as well as adhesions of the omentum to the ventral abdominal wall. These were all taken down with sharp dissection and occasional electrocautery. We continued to work our way inferiorly. We encountered the mesh and we were able to start dissecting the small bowel off the mesh quite easily at first. We then incised the mesh using scissors. Once we got to the level of the fistulous tract, the mesh at the level of the umbilicus, the bowel became densely adherent to the mesh. At this point we encountered a capsule, and upon pulling the mesh out of the capsule, we found dark-stained mesh that appeared to be stained by bowel contents with a foul smell. Upon palpation, I could then palpated then inside of the bowel wall, indicating a fistulous connection from the small bowel to the mesh. We continued to dissect around the mesh and incised it all the way through to complete our laparotomy. We now had the mesh completely divided, adherent to the ventral abdominal wall on the left and right side of the abdomen. The fistula was at the level of the umbilicus. As the bowel had a connection here, we continued our enterolysis to free up any loops of bowel away from the fistula and off the ventral wall. We were successful in this. We then cut the fistula down, exposing a large fistulous connection from the small bowel to the mesh. We measured from the terminal ileum and this was approximately 60 cm proximal from the terminal ileum with the location of the fistula. We then continued our enterolysis. The patient had a history of roux-en-y gastric bypass and therefore wanted to identify the jejunojejunostomy and examine it for health and make sure there was no evidence of mesenteric defects. We continued to lyse adhesions until we encountered the jejunojejunostomy. The jejunojejunostomy appeared to be approximately 6 cm in diameter. No evidence of mesenteric defect and appeared to be healthy. We then resected the fistula as well as some bowel that appeared to have serosal injury from being dissected of the mesh. This constituted a total length of approximately 20 cm. We then measured the length of the bowel from the terminal ileum to the jejunojejunostomy. This measured 120 cm. We then performed an end-to-end hand-sewn small bowel anastomosis. This was done in a single layer with interrupted 3-0 vicryl sutures. The mesenteric defect was closed with a running 2-0 silk suture. We palpated the lumen, and it felt appropriate. We inspected the anastomosis and it appeared to have good blood supply. Given the patient¿s extensive surgical history, as well as the fact that this was already a dirty, contaminated case, we made the decision to perform and appendectomy. The appendix was identified off the cecum and we used the ligasure device to divide the mesoappendix. We then placed a gia stapler across the base of the appendix, incorporating a small amount of cecum. We were careful not to impinge on the terminal ileum. The appendix was resected and sent to the pathologist for evaluation. A small bowel fistula was also sent to the pathologist for evaluation. We then resected the gore-tex mesh off the abdominal wall using traction and a small amount of electrocautery. There were multiple permanent sutures, and these were also cut out. There were 2 pieces of gore-tex mesh on each side of the abdomen. These were both removed and sent to the pathologist for gross examination. At this point, we had resected the enterocutaneous fistula and performed our small bowel anastomosis. We had lysed all adhesions from the jejunojejunostomy all the way to the terminal ileum. There was no need to lyse adhesions of the proximal elementary limb. We had resected the mesh completely. We then resected the subcutaneous fistulous tract that included a small amount of fascia at the level of the umbilicus and communicated the umbilicus. The umbilicus was resected with a fistulous tract. This was all done with electrocautery. The subcutaneous fistulous tract was sent to the pathologist for evaluation as well. We then excised the patient¿s prior laparotomy scar. The abdomen was then irrigated with 5 liters of warm saline. We then ran the bowel one more time, checked the colon all the way around. We also ran the entire small bowel as well. There is no evidence of any inadvertent injuries. At this point, we evaluated the fascia. We did mobilize the subcutaneous tissue off the fascia for a distance of approximately 2 to 3 cm in all directions to facilitate closure. At this point, the fascia came together quite easily and seemed to have appropriate strength for closure. Given the patient¿s ec fistula contamination, previous infections, we elected not to place a new mesh at this time. The patient was advised that this would likely be the case, and if she develops a hernia, we could repair it in the future. The fascia was then closed with 0 pds sutures in a figure-of-eight fashion in 5 mm increments. We then placed a 19-french blake drain through our prior 5-mm laparoscopic port site into the subcutaneous tissue of the wound, tracking to the dependent portion. We then stapled the wound closed inferior to superior for 80% of the wound. We left the top, the superior 20% of the wound opened. We placed a wound vac in this small open wound area. We then placed 4 x 4s over the length of stapled wound. We then secured the wound vac in place, as well as placed occlusive dressing over the entire length of the wound. We placed the wound vac to suction. The jp drain was fixed with a 2-0 nylon suture. We placed the jp drain to bulb suction. The patient tolerated the procedure well, was extubated and taken to the pacu in stable condition. All instrument, sponge, and needle counts were correct." A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2001: (B)(6) health system. (B)(6), md. Pathology report. Diagnosis: ¿ventral abdominal wall, herniorrhaphy, hernia sac.¿ gross description: ¿specimen a is labeled ¿hernia sac¿. Received in formalin are five fragments of fibrofatty tissue ranging in size from 3.5 to 17 cm in greatest dimension. The fibronomembranous portion has a gray-blue appearance and has a shiny surface. Cross sectioning through the fatty portion reveals homogenous yellow, lobulated adipose tissue. Some areas appear "markedly" thickened with fibrosis, however, no mass lesion is identified. Representative sections submitted in a1-a2.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). It should be noted that the gore® dualmesh® plus biomaterial  instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial  instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral incisional hernia repair on (B)(6) 2001 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, bowel obstructions/problems. Debridement, incision & drainage, infection, hernia recurrence, wound vac, mesh removal. Additional event specific information was not provided.